Event description:
It was reported that during a hip arthroscopy procedure using an ambient hipvac wand, some of the electrodes came off of the tip of the wand and went into the pt. The surgeon was able to retrieve the electrodes from the pt. The procedure was completed using a competitor's device. There were no significant delays or further pt complications reported as a result of this event.

Manufacturer narrative:
The pt identifier and weight were not reported.